Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The biomed customer called into technical support (ts), reporting that the checkmark button does not function and can not enter service mode as a result. Unable to use the device. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the reported problem with the assistance of the manufacturer's remote technical support (ts) and confirmed the reported problem. The ts advised the caller to replace the switch printed circuit board assembly (pcba) and provided the part ID.

Manufacturer narrative:
G4:02feb2021. B4:03feb2021. The customer reported they have replaced and installed the navigation ring button to resolve the reported issue. The unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.